Event description:
Procedure type: exploratory laparatomy and right colectomy. According to the reporter: patient admitted with acute abdomen and taken to or for surgery in 2007. Postoperatively, the patient failed to sustain return of gi function with abdominal pain, distention, ng tube requirements; CT scan showed pelvic collection, possible early abscess; CT guided drainage done the following month, fluid obtained and sent to lab; analysis of fluid showed small bowel content indicating anastomotic leak. Patient taken back to or the same day, documentation that "leakage through the staple line" was observed. Patient had resection of previous anastomosis with right colectomy, primary anastamosis and diverting ileostomy. Patient transferred to ICU postoperatively, then transferred to a surgical unit three days later; he remains hospitalized in the surgical unit at the present time.